Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strip had a poor fill.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 68 mg/dl. The customer's expected fasting blood glucose test result range is 100mg/dl-110mg/dl the customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 65mg/dl and 68mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 3/28/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: customer states that she is concern with the low blood 68mg/dl on (B)(6) 2016 at 7:18pm. Customer calling states that the meter is giving low blood results. Customer went to the dr. Because a routine checkup, not because of diabetes ,customer took the meter and run a blood test and got 68mg/dl but the dr. Office was 78 mg/dl. Customer is concern with the low results and the difference of 10mg/dl that the dr. Office gave. Customer states that both she and her husband have been using the same meter. Customer states that her normal glucose range is 100-110mg/dl and she test 2 times a day but her results are too low.